Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009 (pt over 20 years old). According to the complainant, during the procedure, the distal sheath of the device (portion that contains the side-car) moved along the instrument shaft. The device was removed and the procedure was completed with a balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (side-car push-back). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).